Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the device was not received for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using antegrade approach. The chronic totally occluded target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. After a non-bsc guide wire crossed the lesion, pre-dilation was performed with a 1.0x6mm non-bsc balloon catheter. A 2.00mm x 30mm emerge¿ balloon catheter was advanced for dilatation. The device was initially inflated at 12 atmospheres but failed to dilate the lesion due to calcification. During the second inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with 2.0x30mm non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.